Event description:
New information received noted that the right ventricular (rv) lead exhibited increase of capture threshold that led to loss of capture.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the right ventricular (rv) lead exhibited increase of capture threshold and variation of impedance measurement that lead to impedance out of range. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.